Event description:
It was reported that a implantable cardioverter defibrillator was found in backup vvi mode straight out of the box. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device image was retrieved but found to corrupt, so the cause of the backup operation could not be determined. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported backup operation observed could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
Correction: the device was found to be at bvvi before being shipped to a hospital.